Event description:
While attempting an angigraphy and possible athrectomy of the right leg, a four french rim catheter broke. The groin was accessed and using the rim catheter and a 300cm terumo guidwire, the right illiac was accessed. Dr. Attempted to draw the catheter back and noticed that the catheter was stuck. Dr. Made several attempts to withdraw the catheter without any success. Eventually the catheter did draw back slightly. Dr. Then decided to remove the rim catheter and replace it re advanced down the right leg. Dr. Took hold of the sheath with his left hand and the catheter with his right. Tech took hold of the catheter with left hand nad the wire with right hand. Tech pinned the wire with right hand and attempted to withdraw the catheter. It did not move. It was the tech's assement that it was sticking to the guidwire. Tech coontinued to attempt to withdraw the catheter and said "its sticking". Shortly thereafter the catheter released and was removed. The tip of the catheter was flared and jagged. The body of the catheter next to the tip was pinched and flat. The groin was imaged and it was noted the tip of the rim catheter had broken off and remained on the guidewire within the right illiac. Wire and catheter retrieved by snare.